Event description:
A report was received from the registry indicating a male underwent implantation of a 2.50 x23mm cypher select plus stent in the distal left anterior descending (lad) artery, a 2.75 x 28mm cypher select plus stent in the mid lad and a 3.00 x 28mm and 3.00 x 8mm cypher select plus stent in the proximal lad. The lesion in the lad was an in-stent restenosis of a previously implanted driver stent. It was reported the patient experienced a non q-wave myocardial infarction of undetermined location following the index procedure as evidenced by elevated cardiac enzymes. It was reported an occlusion a small diagonal branch occurred during the percutaneous coronary intervention of the mid lad. The account indicated this event was unrelated to the cypher stent and highly probable in relation to the index procedure.

Manufacturer narrative:
This device is distributed outside of the united states; however it is similar to the united states product. This device is one of four products associated with this event. Please refer to MFR report # 9616099-2007-01808, 9616099-2007-01810, 9616099-2007-01811. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.